Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cpd staff dropped boot when getting ready for sterilization, received a splinter when picking it back up.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported issue it was reported that the boot had splintering/chips in the carbon fiber. Product history review: review of the device history records indicate 50 devices were manufactured and accepted into final stock on 04/07/2017. No non-conformances were identified during inspection. Complaint history review a review of complaints related to p/n: 210080, lot: 201643070601 shows 5 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Visual inspection: visual inspection showed splintering/chips in the carbon fiber. See attached picture. Material analysis: material analysis was not completed as no material failure was alleged. Functional inspection: functional inspection was not completed as no function failure was alleged. Conclusion: the failure mode has been confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
Cpd staff dropped boot when getting ready for sterilization, received a splinter when picking it back up.

Event description:
Cpd staff dropped boot when getting ready for sterilization, received a splinter when picking it back up.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from (B)(6) 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.